Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the onetouch ultralink meter read inaccurately high. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. A reading of 60 mg/dl on the patient's meter on (B) (6) at 10:11 am was reported. The patient reportedly did not take any action regarding management of diabetes due to the issue. The reporter said that 20 minutes after the reading, the patient experienced a seizure. A non-health care professional allegedly gave the patient some food and/or a drink as treatment. The reporter mentioned a reading of 81 mg/dl on the patient's meter and 57 mg/dl on a hospital meter performed within 30 minutes of each other taken between 11:30 am and 12 pm the same day. The reporter also mentioned the patient's skin was discolored on (B) (6). The patient is on an insulin pump to control his diabetes. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. A control solution test was performed and the result fell within range based on statistical criteria. This complaint is being reported because the reporter alleged the patient obtained an inaccurately high reading on the meter, did not take any action based on the reading, and subsequently suffered a seizure.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.